Event description:
The customer reported the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the multi-output power supply. System is operating as intended. (B) (4).